Manufacturer narrative:
The field service engineer (fse) did not evaluate the instrument. The fse assisted the customer via phone on changing the peri-pump tubing. The customer successfully changed the peri-pump tubing and subsequent calibration and quality control (qc) met specifications. A definitive root cause could not be determined for this event. MDR# 2122870-2008-181 documents the results for patient 1. This is four of seven separate MDR reports related to seven patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-02400, 02401, 02403, 02404, 02405 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system for seven patients. The customer re-ran the samples on a different instrument with different methodology and the results were within the normal reference range. The initial erroneous results were not reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.